Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they have a granuloma on the tip of their catheter and every time the healthcare provider took out what was left in the pump before they filled it, it was more than it should be. The patient was wondering if the pump was overworked because it was not providing them with the medication that they should be getting every day.

Manufacturer narrative:
Continuation of d10: product ID 8709sc. Serial# (B)(6). Implanted: (B)(6) 2008: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 24-sep-2010, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.